Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/10/2018. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was initially reported that ¿when the nurse just open the package, the tab in the end of suture was missing.¿ during the investigation of the suture, it was noted that body fluids along of strand were observed. Was the suture used on the patient? Were there any adverse patient consequences?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2019. Additional information was requested and the following was obtained: was the suture used on the patient? Maybe when open the package, the glove with body fluids, were there any adverse patient consequences? No.

Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance damaged product. A labeled winding former with an used needle/suture combination were returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be use of a surgical instrument were observed. The suture was examined and body fluids along of strand were observed; also, damaged on some barbs was noted and the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The DHR review could not be conducted, because the batch number of the complaint is unknown. Due to the sample condition, the assignable cause of performance damaged product, suggests an improper handling of the sample.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a barbed suture was used. During the procedure, when the nurse opened the package, the tab in the end of suture was missing. There were no adverse patient consequences. Upon evaluation, it was noted that the two sides of the fixation tab were broken. No additional information was provided.